Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found that the device lasted 33% of its calculated longevity. The device current drain levels were found to be higher than normal and the cause of the early battery depletion and long charge time. The high current condition was caused by leakage in all four battery filter capacitors.

Event description:
Asku